Manufacturer narrative:
Sample analysis: a visual analysis of the returned device revealed the implant attached to the delivery pusher. The delivery pusher was tested for electrical continuity and did not meet specification. The device was also pre-tested with a bench detachment controller and the controller registered red, indicating did not pass. The device was further examined to determine where the electrical circuit was failing. The lead wires/solder joints were analyzed at the distal end and found within specification. The proximal segment was examined and found to have a solder break at the green lead wire solder joint to the proximal connector. The pet that covers this joint was removed and it was confirmed that the joint was fractured. The remainder of the device appeared normal in specification. The root cause of the non-detachment appears to be due to a fracture at the proximal segment of the green electrical lead wire to the proximal connector solder joint. The complaint indicates the device was pre-tested prior to use and determined to be acceptable. We cannot determine at what point this joint broke. However, it was most likely due to user handling. The device history record was reviewed. No abdominal discrepancies or non-conformances were observed with this device build.

Event description:
During the treatment of an aneurysm, it was perforated while positioning an embolization coil. A balloon was inflated and an attempt was made to detach the coil unsuccessfully. The device was withdrawn after multiple detachment attempts. Embolization was continued with another coil. The exact cause of the perforation is unk. The coil detachment issue is not related to the aneurysm perforation. The pt was reported to be doing well. Pt info - pt weight not available.